Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. Insulin pump had minor scratches on display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer's father called in to report the insulin pump alarmed for no delivery. Blood glucose reading was 500 mg/dl. The customer was able to treat with manual injections. Troubleshooting was performed. No anomalies were noted. Advised that the insulin pump will be replaced. Nothing further reported.